Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting.